Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that the customer had high or low blood glucose, from the legal firm of (B)(6). The reporter alleges on insulin pump, infusion set and reservoir. The devices will not be returned for analysis.